Event description:
It was reported that during an unknown procedure, at first firing the staple line wasn¿t acceptable, it was blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Added additional information: was there no cutting/stapling at all? Was the staple line incomplete? No. During what kind of procedure was the device used? Lung surgery. On what tissue type was the device used? At what location on the tissue? Lung parenchym. Was it used on thick tissue? No. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿at first firing the staple line wasn¿t acceptable, it was blocked¿, what is meant by this? Please describe more in detail. Was there no cutting/stapling at all? Was the staple line incomplete? During what kind of procedure was the device used? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.